Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found residue on the screw threads of the clamp, resulting in the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the spine clamp was damaged and experienced difficulties being set. The reported issue was discovered in the sterile processing department (spd). There was no patient present when this issue was identified. No additional information was provided.